Manufacturer narrative:
The customer was unable to provide the log files for evaluation. A quote was provided for a field service engineer (fse) to go onsite to evaluate the device; however, the customer has not approved the quote. We are unable to determine the root cause without the device log files or evaluation of the device.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
It was reported that while being used on a patient, the device exhibited technical failures 582 and 300; device in failsafe. Complainant indicated no adverse effect to the patient.